Event description:
It was reported that the patient presented in-clinic with vt storm. After prolonged magnet exposure, the device was found to be in backup vvi mode. Despite disabling therapy, the patient received two inappropriate shocks. A software download was successfully downloaded, and device was reprogrammed to previous programmed settings. It was later reported that the device was deactivated; patient has an end stage terminal illness.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.